Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire fracture occurred. The 100% stenosed lesion was located in the non-tortuous and mildly calcified peroneal artery. As the physician advanced and rotated the platinum plus guidewire across the lesion, it was noted that the wire was not "responding well" and that the torque response of the wire was lost. The physician removed the platinum wire and under fluoroscopy noted that the radiopaque tip had fractured and remained embedded in the vessel. An attempt was made to snare the detached platinum wire fragment, however, this attempt was unsuccessful. The physician decided to leave the detached fragment inside the patient the physician did not complete this procedure due to this event. It is unknown if there were any additional patient complications. The patient's status was reported as "stable". An unspecified time after this event, the physician noticed that the platinum wire fragment was sticking out of the vascular access puncture. The physician used fluoroscopy and removed the entire detached platinum wire fragment outside of the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While placing a precise stent in the carotid artery, there was resistance friction during delivery of the device to the target lesion, difficulty deploying the stent, deployment slightly proximal to intended site and the distal tip of the catheter separated. No additional stent placement was required and the distal tip was removed along with the distal protection device. The patient was an (B)(6) male. The target lesion was the right carotid artery. There was no calcification and heavy vessel tortuosity, the rate of stenosis was 80%. Access was made from right femoral artery. The percusurge (medtronic, 300m) was used for the procedure and the pre-dilatation was conducted with a balloon catheter (gateway, 3mmx20mm). The product was properly inspected and prepped without difficulty. During delivery of the precise stent, the physician felt some resistance when advancing the stent delivery system (sds) through the vessel over the percusurge guidewire, especially while advancing from the aorta to the aortic arch. The physician managed to release the stent in the target lesion by pulling on the guidewire, but it was difficult and it was reported that unusual force was applied during deployment of the stent. As a consequence, the distal tip of catheter separated. It is not known if the tip had kinked prior to the separation. The stent was placed in its intended location, but slightly toward the proximal side. No additional stents needed to be placed. All of the devices were removed with the percusurge from the patient's body safely. It is unknown if the entire lesion was covered by the stent. It was reported that a fixed inner shaft position was maintained during deployment. The shaft of sds was found kinked when removed. The procedure was completed without patient injury. Procedural films are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. One non sterile unit of precise otw 9x40 mm was received in several pieces coiled in a plastic bag. Stent and locking pin were not received. The stent remains implanted. The inner member was separated from the sds and an unknown guide wire was inside the wire lumen. Outer sheath was kinked at 23.4 cm, 47cm, 66 cm and 106 cm from distal end. The separation of the inner member occurred at 65.7 cm from distal end, the outer sheath was kinked at this location. No other anomalies were found. The precise otw instructions for use outlines under the stent placement precautions that if resistance is met during delivery system introduction, the system should be withdrawn and another system used. The deployment procedure outlines that the mechanism for stent deployment is outer sheath retraction while maintaining inner shaft position. The use of the precise stent with embolic protection systems other than the cordis angioguard device has not been established. The tortuous vessel characteristics, continued use in the presence of resistance and force applied when deployment difficulty was encountered are identified procedural factors that may have contributed to the reported insertion and deployment difficulties as well as the tip separation. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time.

Event description:
While placing a stent in the carotid artery the distal tip of the catheter separated. Also, the stent was placed in its intended location, but slightly toward the proximal side. The tip was retrieved with the filter basket. The target lesion was right carotid artery. There was no calcification and heavy vessel tortuosity, the rate of stenosis was 80%. Access was made from right femoral artery. The percusurge ((B) (4), 300m) was used for the procedure and the pre-dilatation was conducted with a balloon catheter (gateway, 3mmx20mm). The product was properly inspected and prepped. During delivery of the precise stent the physician felt some resistance when advancing the stent delivery system (sds), especially while advancing from the aorta to the aortic arch. The physician managed to release the stent in the target lesion by pulling on the guidewire, but it was difficult. As a consequence, the distal tip of the catheter separated. The stent was placed on its intended location, but slightly toward the proximal side. No additional stents needed to be placed. All of the devices were removed with the percusurge from the patient body safely. It is unk if the entire lesion was covered by the stent. The shaft of sds was found kinked when removed. The procedure was completed without patient injury.